Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Reported by user outside the us. Report reference 21.12.2020_1_178. It was stated by complainant as follows: "patient ventilated with intellivent, spo2 sat. Shows 100%, device reduces o2 from 50% to 30%, po2 in the bga changes from 8.99 kpa (2:37 p.m.) To 6.92 kpa (3:18 p.m.).customer wants information as to why an fio2 reduction was carried out although the patient values were not good" reusable spo2 sensor replaced with single use spo2 sensor. To less amount of oxygen may lead to hypoxi. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user. Furthermore is the issue not likely to be serious to public health but is likely to cause serious injury or death to patient or use if it were to recur. Therefore, the event has been deemed to be a reportable event.

Event description:
Spo2 measured values too high.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Reported by user outside the us. Report reference (B)(4). It was stated by complainant as follows: "patient ventilated with intellivent, spo2 sat. Shows 100%, device reduces o2 from 50% to 30%, po2 in the bga changes from 8.99 kpa (2:37 p.m.) To 6.92 kpa (3:18 p.m.).customer wants information as to why an fio2 reduction was carried out although the patient values were not good". Reusable spo2 sensor replaced with single use spo2 sensor. To less amount of oxygen may lead to hypoxi. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user. Furthermore is the issue not likely to be serious to public health but is likely to cause serious injury or death to patient or use if it were to recur. Therefore, the event has been deemed to be a reportable event.

Event description:
Spo2 measured values too high.